Event description:
On (B)(6) 2012 customer reported that the vacuum trap on the lh 500 was filled with clenz, and that approximately 5 ml of clenz had leaked onto the countertop. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the vacuum trap was not properly screwed onto the housing. Fse reinstalled the vacuum trap and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
Evaluation: results: vacuum trap. (B)(4).